Event description:
Baxter received a complaint on a minicap transfer set with (B)(4) lot# h09h21026. Reportedly, the white part from transfer set totally loose from the connection, it caused a dialysis fluid leakage. The patient is using peritoneal dialysis for (B)(6). The transfer set was used for (B)(6). The defect was noted during patient use.

Manufacturer narrative:
(B)(4). No further information is available. If the sample or evaluation results become available, a follow report will be submitted.